Event description:
Appears possible atrial lead oversensing on stored egms. Atrial bipolar lead impedance warning on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).